Event description:
It is normal practice for the surgeon to send the patient to the ICU the first day after operation. In this case, according to the surgeon, the patient was admitted into ICU due to other reasons; thus, not due to the medical device. The patient is now out of hospital.

Manufacturer narrative:
(B)(4). Not reportable. Based on additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional info received: was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the device? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Gold. Was the cartridge loaded with the retaining cap on? Yes. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line? Normal. What were the quality and/or thickness of the tissue in the area where the device was fired?? Regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes; normal. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? Unknown. Was another stapling device involved? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. How long has the surgeon been using this device for this procedure? Around 5 mins. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during an open right hemi-colectomy. Two cartridges were loaded properly as usual and didn't notice any unexpected noises and forces during the firings. However, after the 1st firing, a 'side to side' anastomosis, the surgeon found that a tissue strap was found in the proximal side near '6' mark on the device. He found staples were correctly formed and used scissors to cut the tissue strap. No bleeding noticed. He then continued the procedure and used a second reload to dissect the tissue. The surgeon successfully completed the firing but found that the tissue was stuck to the cartridge fork. It seemed that the tissue was trapped by the driver. He then used forceps to take the tissue out. No bleeding was noticed. During these two firings, the surgeon wondered why the knife was thought to go through the tissue but a tissue strap was still found. The patient was sent to ICU under investigation. Additional information has been requested as to why the patient was sent to the ICU for investigation, no response has been received to date, a supplemental report will be sent upon receipt of additional information.